Manufacturer narrative:
On 24-jul-2023, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2023. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-apr-2023, mentor received additional information about the event: it was clarified that the capsular contracture is in the patient¿s left breast and it is baker grade IV. As a result, the lot number was updated to 9546801 and serial number was updated to (B)(6). The patient age at the time of event is 41 years old. The patient¿s race is white and ethnicity is not hispanic/latino. The event date was reported (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 350cc gel breast prosthesis developed capsular contracture (baker grade unknown) in one of her breasts post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two devices were reported for this complaint: left implant: lot #9546801, serial #(B)(4). Right implant: lot #9555198, serial #(B)(4). It was not specified the complaint device is implanted in the patient¿s left breast or right breast. Therefore, lot number and serial number are currently unknown. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #9546801 and lot #9555198, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).